Event description:
It was reported to boston scientific corporation that during an ercp procedure, access to the common bile duct was gained through wire cannulation technique. The nurse then applied tension to bow the hydratome rx and the cut wire broke. No portion of the wire detached inside the patient. Reportedly, no damage to the device was noticed prior to use. The procedure was completed with another hydratome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''stable.''

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. .

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the exposed cut wire was bent and broken. The broken end of the exposed cut wire appeared burnt. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 17 mm from the distal pierce hole. The other broken end extended approximately 4 mm through the proximal pierce hole with the handle extended. The broken sections of the cut wire remained attached to the device. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that during an ercp procedure, access to the common bile duct was gained through wire cannulation technique. The nurse then applied tension to bow the hydratome rx and the cut wire broke. No portion of the wire detached inside the patient. Reportedly, no damage to the device was noticed prior to use. The procedure was completed with another hydratome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."